Event description:
This case was reported by a consumer and described the occurrence of anemia aggravated in a female pt who received poligrip (super poligrip original denture adhesive cream) cream for loose dentures. A physician or other health care professional has not verified this report. The pt's past medical history included anemia. Approx in 2004, the pt started poligrip (dental). Approx four months later, the pt's physician diagnosed that her anemia was worsening and she was treated with ferrows gluconate. Blood test results were unable to be reported. This case was assessed as medically serious by gsk. Treatment with poligrip was continued. The event is unreasolved. MFR's comment: the MFR's report number for this case is 9681138-2004-00027. Super poligrip is manufactured by another country MFR. The lot number for this product is available and quality testing is pending.